Manufacturer narrative:
The service checked the pump, which was found working according to its specifications and intended use. No evidence of malfunction was found by service, which proceeded with the regular maintenance service. No consequences for the patient.

Manufacturer narrative:
We became aware of this event during post-market surveillance through research on maude database (report number mw5068678). We asked our distributor to receive further information and the availability of the pump for the actual evaluation. As soon as the pump is evaluated, a follow-up report will be sent. No consequences for the patient.

Event description:
We became aware, during post-market surveillance, of an event reported on maude database (report number mw5068678) of which we had not been made previously aware. Event description: patient states one of her infusion crono pumps is getting an occlusion error that cannot be cleared. New pumps were sent - there is no stop in patients therapy. Sn#: (B)(4) dose or amount: 8 ng/kg/m. Frequency: continuous. Route: IV. Dates of use: from (B)(6) 2014 to current. Diagnosis or reason for use: pah.